Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed that the front panel bezel gasket was drooping approximately .5 inches over the center of the front panel overlay. This does not obstruct the view or the functionality of the touch screen. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, valve actuation test, and load cell verification. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. An internal inspection showed that there was dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Correction: outcomes to adverse event: should include (B)(6) 2019.; date of event; PMA/510(k). Patient codes clinical investigation: a temporal relationship does not exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty cycler and the patient¿s hospitalization for acute pancreatitis (characterized by nausea, vomiting and abdominal pain), cardiac arrest and subsequent death, as the patient¿s last use of the device was approximately 20 hours prior to their expiration. Per the ispm, the patient¿s cause of death was acute pancreatic failure. Additionally the expiration of this patient was an expected outcome, as the patient was transitioned to comfort care only/hospice care. Based on the totality of the information available, the liberty cycler can be disassociated from the events, as there is no allegation or objective evidence indicating a product deficiency or malfunction was associated with the serious adverse events. The end stage renal disease (esrd) population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Dialysis patients continue to have substantially higher mortality, and fewer expected remaining life years, compared to the general population and medicare populations with cancer, diabetes, or cardiovascular disease¿. Sudden death/cardiac arrhythmias account for (B)(4)% of all deaths in the medicare esrd population. The largest category of known cause-specific mortality for dialysis patients is deaths due to cardiovascular disease (cvd), which comprises (B)(4)% of the deaths and (B)(4)% of the deaths with known causes.

Event description:
Additional information was provided during a follow up call clarifying the initial reported event, event date and patient outcome: on (B)(6) 2019, fresenius became aware of this 74-year-old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) expired on 10/jul/2019. The inpatient services program manager (ispm) revealed that the patient expired due to acute pancreatic failure. The ispm reported that the patient was evaluated in the emergency room (another hospital) on (B)(6) 2019 for nausea, vomiting and severe abdominal pain (pain scale 10/10) lasting four days. The patient was transferred to a larger medical hospital for the performance of an endoscopic retrograde cholangiopancreatography (ercp) due to ¿stones¿ (specifics not provided) and elevated lft¿s (results not provided). The patient was diagnosed with acute pancreatitis, and per the ispm, the patient was ¿very sick and unstable¿ (specifics not provided). On (B)(6) 2019, ccpd was initiated at 6:50 pm without difficulty and remained unremarkable until drain cycle 3 of 5 (12:00 am on (B)(6) 2019). The patient¿s heart rate dropped into the 40¿s (specifics not provided), and at 1:05 am, the peritoneal dialysis registered nurse (pdrn) was ordered to discontinue ccpd therapy. At 2:30 am the patient coded (specifics not provided), required intubation and was transferred to the intensive care unit (ICU). No vital signs were available during this time; however, the patient was successfully revived. On (B)(6) 2019, at 11:40 am, a peritoneal dialysis registered nurse (pdrn) was called in to evaluate the patient¿s ability to tolerate fluid in the abdomen. A manual ¿rapid¿ pd exchange was performed (solution strength not provided) from 12:00-12:40 pm without incident. The patient was alert, oriented and communicating with family following the exchange. The patient had been extubated earlier in the day; however, the specifics are unknown. At 3:56 pm, the patient experienced a rapid desaturation (details not provided), and the patient was reintubated. At 8:03 pm the family agreed to care and comfort measures only. At 8:28 pm the patient was given fentanyl for pain and discomfort, at 8:55 pm the patient was extubated, and the patient passed away at 9:08 pm. Per the ispm, the events were unrelated to pd therapy utilizing the liberty cycler or any fresenius product or device. The ispm stated the death certificate and esrd death notification are unavailable.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty cycler and the patient¿s hospitalization for acute pancreatitis, cardiac arrest and subsequent death. Per the clinical manager, the patient expired due to their acute illness and instability, in conjunction with their past medical history. Although the patient was reportedly connected to the liberty cycler at the time of their death, the expiration of this patient was an expected outcome, as the patient was transitioned to hospice care. Therefore, based on the totality of the information available, the liberty cycler can be disassociated from the events, as there is no allegation or objective evidence indicating a liberty cycler product deficiency or malfunction was associated with the serious adverse events. The end stage renal disease (esrd) population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, cardiovascular disease accounts for the most deaths among the esrd population. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
An inpatient services registered nurse (isrn) contacted technical support and reported that the patient expired during continuous cyclic peritoneal dialysis (ccpd) therapy on (B)(6) 2019. Technical support advised the rn to discontinue use of the cycler and issued a replacement. During follow-up, the patient¿s outpatient clinical manager (cm) reported that the patient was hospitalized for acute pancreatitis (date not provided). The patient was reportedly ¿very sick and unstable¿ (specifics not provided). On (B)(6) 2019, the patient¿s ccpd treatment was initiated at 6:50 pm without issue. At approximately 12:00 am, the patient¿s heart rate dropped into the 40¿s (specifics not provided), and at 2:30 am the patient ¿coded¿ (cardiac arrest) and cardiopulmonary resuscitation (CPR) measures were instituted. The patient was successfully revived and transferred to the intensive care unit. On (B)(6) 2019, at 3:30 pm the patient suffered a second cardiac arrest and was intubated. At 9:00 pm the patient was placed on comfort care measures only (hospice) and subsequently passed away at 9:10 pm. It is unknown when ccpd therapy was initiated and terminated on (B)(6) 2019, as no treatment data is available. The cm stated that the patient¿s hospitalization and subsequent death were unrelated to pd therapy or any fresenius device(s) or product(s). Per the cm, the patient expired due to instability in conjunction with his medical history. Per the cm, there were no reported issues with the liberty cycler and/or the patient¿s ccpd treatment prior to their death. The patient¿s death certificate was requested; however, at that time, the cm did not have access to the document. The cycler was scheduled to be returned to the manufacturer for physical evaluation.